Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor retracted inside sensor base. Also found sensor cannula broken. Found broken part inside sensor base noted during analysis. We were unable to confirm if customer received sensor damage due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was broken/fractured. Customer states that the sensor did not blink. The blood glucose reading is 296 mg/dl.